Event description:
It was reported that patient underwent initial right total hip arthroplasty on (B)(6) 2004. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to pain and elevated metal ion levels. Operative report further noted fluid, effusion and grayish-colored reactive tissue during the revision procedure. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02187 / 02188).

Manufacturer narrative:
Concomitant products: m2a 38mm mod hd -6mm nk p/n 11-173660 l/n 204500; mlry-hd lat por fmrl 10x155mm p/n 11-104210 l/n 000190. This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided op notes and x-rays. DHR was reviewed and no discrepancies relevant to the reported event were found. The revision op notes indicate: the patient was revised due to elevated metal ion levels. During the procedure, excessive effusion was found around the hip, grayish colored reactive tissue was also noted. The tissue was debrided. The surgeon felt final implant was appropriate, stable implant through range of motion. Review of the radiograph report for image shows acetabular cup angle of inclination appeared steep, greater than 45 degrees, although cannot be directly measured from the image due to exclusion of bony landmarks used for making this measurement. It was also noted there is a small defect of the metal rim of the acetabular cup, which projects just lateral to the femoral neck component. The femoral head appeared to be located and well centered within the acetabular cup. Femoral component fit and alignment appeared standard. General bone quality appears grossly normal. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.